Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose was approximately 132 mg dl. The customer used a new cartridge from a different box and was able to successfully load the cartridge.